Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to an incorrect interpretation of supraventricular tachycardia (svt), resulting in patient discomfort. Programming changes were made to resolve the issue. The patient was stable.